Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she was hospitalized with high blood glucose of 599 mg/dl and diabetic ketoacidosis. Leading to the emergency room visit, customer reportedly received no delivery alarms, changed out sets, and was unable to control blood glucose. The customer spent four days in the hospital. She declined to troubleshoot the insulin pump, stating it had been done by healthcare provider and nurse.